Manufacturer narrative:
Testing was performed at alere (B)(4) on retained kit lot 104127 with the following internal serum plasma control samples: (B)(6). All test results were valid and performed as expected. Additionally, the manufacturing batch records for lot 104127 were reviewed. This lot met the required release specifications. A review of the complaints reported false positive or unconfirmed false positive related to lot number 104127 showed that the complaint rate is (B)(4). The evidence available does not indicate that the product is performing outside label claims. Alere (B)(4) was unable to determine the exact root cause of the reported issue. The results obtained may possibly be related to the patient sample. The sample may have contained specific substances which may have affected the results. The available evidence suggests that this device lot is performing within labeled claims.

Event description:
A (B)(6) result was reported on a serum sample with the alere determine hiv 1/2 ag/ab combo. The patient was confirmed (B)(6) with the architect cmia. There is insufficient information to determine if a malfunction occurred. The (B)(6) year old patient was reported as female and pregnant. The patient's treatment and outcome were unknown.